Event description:
In 2005, a gore propaten vascular graft was implanted in the iliotibial position. An infection was noted at the site of the incision prior to graft implantation. Approximately 7 days post implant, there was an occlusion and amputation. Patient's condition is not available. No further information will be available.